Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a farawave catheter was selected for use for a pulmonary vein isolation (pvi). During procedure, the guidewire was noted stuck in the farawave. No patient complications reported. Alternative method was used to complete the procedure. The device is expected to be returned. No further information was yet provided. It was further reported that the farawave catheter was replaced and the procedure was completed successfully. No documentation for tissue on the tip, can not be confirmed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of stuck guidewire. During product analysis, the device passed all test performed, showing no evidence of the reported failure. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: upon device return and inspection, no outer abnormalities were observed. The catheter returned without a guidewire inserted. During functional testing, a guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. Therefore, the device passed all test performed, showing no evidence of the reported failure. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk assessment: a review of the farawave risk documentation was completed and confirmed that the event of guidewire stuck was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of device problem excluded, as the allegation was unable to be confirmed, and no evidence or abnormalities were observed during the analysis.

Event description:
It was reported that a farawave catheter was selected for use for a pulmonary vein isolation (pvi). During procedure, the guidewire was noted stuck in the farawave. No patient complications reported. Alternative method was used to complete the procedure. The device is expected to be returned. No further information was yet provided. It was further reported that the farawave catheter was replaced and the procedure was completed successfully. No documentation for tissue on the tip, can not be confirmed.

Event description:
It was reported that a farawave catheter was selected for use for a pulmonary vein isolation (pvi). During procedure, the guidewire was noted stuck in the farawave. No patient complications reported. Alternative method was used to complete the procedure. The device is expected to be returned. No further information was yet provided.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.